Event description:
It was noted that the patient experienced an overstimulation sensation. It was noted that the patient had a fall in (B)(6) 2013 and spent a few days in the hospital. It was noted that following the fall the patient¿s stimulation would increase on occasion when the patient would walk for a length of time. It was noted that if the patient sat or lie down the stimulation would go back down to a comfortable level. It was noted that on some occasions the stimulation would be so intense that she could barely walk back to her home to sit or lie down. It was noted that about 4 days ago the patient¿s stimulation increased when she walked out to the mailbox and it never went back down. It was noted that the patient had not reported this sensation to her doctor. It was noted that the patient had never had the device checked. It was noted that the patient had only seen a manufacturing representative one time. The reporter stated initially that her ¿frequency¿ was too high and she could not get it to decrease. It was noted that the patient was walked through connecting to the ins and was turning stimulation down to 0.0. It was noted that the patient turned the implantable neurostimulator (ins) on and the patient felt the painful stimulation again. It was noted that the patient turned therapy back off. It was noted that the patient stated that she only saw ¿a¿ with a check and did not have the ability to see any other programs. Additional information received reported that the only thing the patient told the manufacturing representative was that her programmer was no longer working.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014. Additional information received reported that the manufacturing representative saw the patient at the clinic on (B)(6) 2014. It was noted that the patient was doing good and receiving effective therapy. It was noted that the patient needed to be reprogrammed and her amplitudes were set in each position with adaptive stimulation activated. It was noted that the patient programmer needed a fresh set of batteries. It was noted that education was given about the adaptive stimulation and the need to change the batteries in the programmer. It was noted that no further actions were planned.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).